Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok clip applier instrument broke after the clip was applied. The spring pulley was broken. No fragment fell into the patient, the user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred while the surgeon was attempting to clamp on a vessel or bundle. The instrument broke after the clip was applied. The clip application worked but immediately following the application, the spring pulley broke. The large hem-o-lok clips were used. The vessel was not greater than the specified diameter suggested in the instructions for use. The suspect clip applier instrument was removed from use after the issue occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the distal end. The plastic housing was removed, and during the visual inspection, the grip cables were found to be broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.